Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of a stuck soft key caused by a failed keypad. All keys were inoperable due to the stuck 2nd soft key. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had a stuck soft key. It was also reported that there was no patient involvement.